Event description:
The following report was received from the field: during a coronary intervention the physician needed to reposition the guidewire and had to retrieve the stent through the guiding catheter. As he was trying to retrieve the stent through the guiding catheter, the stent dislodged at the heaviest calcification area of the lesion; past the ostium of the ramus. The physician attempted to snare the stent. However, he was not successful. The stent remains in the patient and was not post dilated or surgically removed. A right internal mammary bypass is located distal to the target lesion. The patient is currently doing fine.

Manufacturer narrative:
The target lesion was located at the proximal ramus intermediate. The lesion was denovo and moderate to heavy calcification. Pre-dilatation was performed with a 2.5x15mm quantum balloon at 18 atm. The stent delivery system (sds) was inspected prior to use, and no defects were noticed. It was then advanced towards the lesion without any difficulty. Negative prep was not conducted. Any additional information will be submitted within 30 days of receipt.